Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the set screws were not returned no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A review of the manufacturing and inspection records did not reveal any contributing information/trends. Not returned.

Event description:
It was reported to k2m, inc. On (B)(6) 2015 that an everest set screw backed out approximately 3 months post-op. Revision surgery took place on (B)(6) 2015. The set screws were explanted however the doctor left the pedicle screws in the patient.